Manufacturer narrative:
Corrected patient's weight. Added medical history. Codes 4118/3221 - product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. Conclusion code remains unchanged.

Manufacturer narrative:
Additional patient medical history. Codes 4118/3221 - product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 11/21/2016, including records for past abdominal procedures and prior hernia repair resulting in suspected infected mesh as noted in the 11/21/2016 records, were not provided. History and physical records dated on (B)(6) 2016 state: ¿[the patient] comes in to discuss possible mesh removal.¿ the patient ¿developed a hernia near her umbilicus and so in 2011 underwent a laparoscopic hernia repair with mesh. She is not sure what kind of mesh was used. About a month after that she developed a pocket of fluid in her abdominal wall which was opened in the office and drained. For several weeks she had trouble with this wound closing and then draining again and then closing again and eventually had a direct wound exploration where a stitch was found and removed and then the wound closed without difficulty . She did very well until three years later in 2014 when she developed swelling and discomfort in the same area. A CT scan was done and showed a pocket of fluid which was drained percutaneously. She had no fevers at that time and no antibiotics were prescribed.¿ history and physical records dated on 11/21/2016 continue: ¿the drain was eventually removed and she again did well. All of this occurred in arizona. She just recently moved to eastern washington and developed pain and swelling over the last three or four months which eventually was evaluated with a CT scan and another fluid collection was seen beneath the fascia. This was drained percutaneously and there was some white cells in this fluid but no bacteria seen and no growth on cultures. She again was not placed on antibiotics as there was no direct evidence for infection. Her white blood cell count was normal. The drain was subsequently removed and she felt better but was referred to me for consideration of mesh removal last month. At that time her symptoms were better and we elected to watch and wait and see if this will become a recurring problem. Since then she has had return of nausea and generalized abdominal discomfort.¿ CT and pathology records were not provided. The history and physical records dated on (B)(6) 2016 state: ¿physical exam: gi/ abdomen: soft, nondistended. No palpable masses or organomegaly. No abdominal wall hernias evident. There is mild diffuse tenderness particularly in the central abdomen. No guarding or rebound.¿ ¿assessment/plan: abdominal fluid collection.¿ ¿I think it is likely that there is a smoldering, low-grade mesh infection which will likely not clear without mesh removal. I was hopeful that she will get several years of relief like she had last time but her symptoms return fairly quickly after drainage. She has never had culture proven infection but I still think given the recurrent nature of her troubles infection is most likely etiology. We talked about repeat imaging, ongoing observation or operative intervention. She has got to the point where she just wants this mesh removed. She does understand that may not be curative for all of her abdominal complaints.¿ plan: ¿laparotomy, excision of previously placed mesh, abdominal wall reconstruction with biologic material.¿ the records do not indicate what type of mesh/device was used during the 2011 hernia surgery. History and physical records dated on (B)(6) 2016 state: ¿[the patient] is a 59 y.o. Female with recurring fluid around previously placed mesh suspicious for infection.¿ physical exam: ¿gastrointestinal: soft, non-tender, normal bowel sounds, no masses, no organomegaly.¿ anesthesia report dated on (B)(6) 2016 indicates patient substance history: ¿smoking status: current every day smoker.¿ ¿drug use: yes.¿ operative records dated on (B)(6) 2016 indicate the patient underwent ¿exploratory laparotomy. Removal of infected mesh. Drainage of abdominal wall abscess. Component separation. Repair of recurrent incisional hernia. Placement of biologic mesh - 14 x 18cm (252 cm2).¿ post-operative diagnosis: ¿infected mesh, abdominal wall.¿ on (B)(6) 2016 operative records state: ¿an approximately 8 cm midline incision was made overlying the known abdominal fluid collection seen on CT and also palpable through the abdominal wall. I encountered what I thought was gore-tex mesh but it turned out to be the rind of the abscess. Eventually this was more clearly identified and intentionally perforated draining purulent fluid. Some fluid was sent for culture. The abscess cavity was fully opened and all the purulence was removed. The mesh which appeared to be about 6 x 9" originally had bundled up into the abscess cavity and was only attached to the abdominal wall in a few places. The mesh was excised entirely and discarded. The mesh was attached to the underlying omentum fairly densely and so a partial omentectomy was performed along with the mesh.¿ on (B)(6) 2016 operative records continue: ¿attention was then turned to reconstructing the abdominal wall. Bilateral component separation was performed by creating retrorectus planes which were extended superiorly and inferiorly above and below the fascial defect. The posterior rectus sheath was then closed with running #1 pds suture. A 14 x 18 cm piece of strattice mesh was slit superiorly and inferiorly and wrapped around the linea alba and then tacked to the posterior rectus sheath with quilting-type sutures circumferentially. Sutures were also placed at the apexes of the slits attaching them to the linea alba. The anterior rectus sheath was then closed with interrupted figure-of-eight #1 pds sutures. Prior to completing the anterior rectus closure a drain was placed on top of the mesh, exited through a left upper quadrant stab incision and secured to the skin with nylon. The subcutaneous tissues were irrigated with saline and then the skin was closed with 4-0 monocryl and sterile dressings applied.¿ pharmacy progress note dated on (B)(6) 2016 stated the patient is receiving vancomycin for treatment of ¿intra-abd infection.¿ result from abdominal wound smear gram stain collected on (B)(6) 2016 state: ¿moderate neutrophils. No squamous epithelial cells seen. No organisms seen.¿ abdominal wound smear culture results state: ¿no growth. No anaerobes isolated .¿ general surgery team clinical notes dated on (B)(6) 2016 state: impression: ¿s/p excision of infected mesh and abdominal wall reconstruction.¿ gastrointestinal exam: ¿appropriately tender. No rebound.¿ plan of care records dated on (B)(6) 2017 state: ¿[the patient] states abd pain 8-10 on 1-10 pain scale constantly. Midline incision c/d/1 with skin glue. Jp to l side abd, drained large amount of start of shift. Bulb changed at 2330 d/t large clot in bulb obstructing effective decompression and removal of contents. Stripped q4 with no more drainage from jp only 1 clot in tubing. Small amount of dried drainage on bandage at insertion site.¿ acute care surgery progress note dated on (B)(6) 2017 states: ¿principal problem: septic shock.¿ ¿active problems: history of mitral valve replacement with mechanical valve. Metabolic acidosis with evolving sepsis. Infected prosthetic mesh of abdominal wall with abscess evacuated 12/30. Htn (hypertension). Chronic anticoagulation.¿ on (B)(6) 2017 acute care surgery progress note states: ¿anemia, acute blood loss secondary to iatrogenic coagulopathy and recent surgery. May need evacuation of hematoma and better drainage. New onset sepsis of unclear etiology. Pulmonary source initially suspected but f/u cxr is unimpressive. She may have substantial underlying lung disease related to chronic tobacco now unmasked with increased demand. The possibility of an intraabdominal injury is less likely based on exam and operative findings. An infected hematoma, now undrained is the most likely source and may need operative evacuation later today.¿ physical exam, abdominal: ¿central swelling along rectus sheath consistent with a hematoma. Bs occasional. No rebound minimal distension outside midline noted above.¿ operative records dated on (B)(6) 2017 indicate the patient underwent ¿placement left subclavian triple-lumen catheter, exploratory laparotomy, distal jejunal resection, placement abthera vac dressing. Evacuation rectus sheath hematoma.¿ pre-operative diagnosis: ¿sepsis, presumed intraabdominal. Rectus sheath hematoma.¿ postoperative diagnosis: ¿lschemic enteritis with rectus sheath hematoma.¿ the operative records dated on (B)(6) 2017 state: ¿the abdomen was now prepped with chloraprep and draped in sterile fashion and a vertical midline incision reopened by excising the old glued closure. The fascial sutures removed and the rectus sheath easily entered and the hematoma evacuated. This was quite organized, however there was still a fair amount of free fluid but no purulence or evidence of active bleeding. The strattice graft was freed up on the right side and reflected to the left as the midline posterior fascial opening was reentered. Again, no purulence was identified but the dusky jejunal loops were easily visualized. The small bowel was eviscerated and inspected in detail as was the colon. The colon and proximal jejunum were all very healthy. The distal jejunum was most involved with patchy greenish gray areas of evolving infarction but no evidence of perforation or transmural necrosis. The distal ileum was viable but the zone of demarcation between the ischemic segments and the viable segments was very diffuse. For this reason I chose to resect the most ischemic portion as I found no other evidence for her profound acidosis and hemodynamic instability.¿ on (B)(6) 2017 records continue: ¿approximate [sic] 80 cm of distal jejunum was resected with 2 firings of a gia stapler. Mesentery was scored by putting clamps and ligated with 2-0 vicryl ties. Because of the marginal appears [sic] of the remainder of the gut, no attempted anastomosis was made. The abdomen was irrigated with saline and aspirated and the strattice mesh left tucked in the left rectus sheath. The covered intra-abdominal foam of an ab thera dressing system was then placed in the abdominal space and spread and the paracolic gutters bilaterally. Adhesive memories are placed on the skin and 3 layers of blue granula foam placed in the midline wound. Another layer of adhesive membrane was applied and suction administered at-125 mmhg pressure. The patient was significantly more stable at the conclusion of this procedure and had been weaned from two pressors.¿ specimen(s): ¿cultures of the rectus sheath and jejunal resection.¿ blood culture results dated on (B)(6) 2017 state: ¿no growth.¿ abdominal wound smear gram stain results dated on (B)(6) 2017 state: ¿abundant neutrophils. No squamous epithelial cells seen. No organisms seen.¿ abdominal wound smear culture results state: ¿no growth. No anaerobes isolated.¿ internal medicine consultation records dated on (B)(6) 2016 state the patient ¿developed hypotension, rapid respirations and fever. IV fluid boluses have been started and patient is being transferred to the ICU.¿ ¿culture obtain[ed] at time of surgery shows no growth.¿ ¿she is complaining of abdominal pain. She denies chest pain. No headache vomiting or diarrhea.¿ physical exam: ¿distended tender drain in place midline surgical wound without erythema or drainage.¿ summary and recommendations: ¿septic shock, assessment and plan: probable abdominal source of sepsis. Continue fluid resuscitation and transfer to ICU with presser support to maintain map 65. Repeat blood cultures. Obtain urinalysis and chest x-ray stat. Expand IV antibiotic coverage. Continue vancomycin, add levaquin and fortaz.¿ ¿infected prosthetic mesh of abdominal wall, assessment and plan: status post ex lap, removal of infected mesh, drainage of abdominal wall abscess on (B)(6) 2016. Culture from wound negative to date. Continue broad-spectrum IV antibiotics.¿ a pathology report dated on (B)(6) 2017 regarding a specimen collected on (B)(6) 2017 states: ¿specimen(s) received: small bowel resection, simple.¿ ¿diagnosis: jejunum, distal, segmental resection: portion of small bowel with findings compatible with hypoxic ischemic injury.¿ ¿clinical indication: sepsis, internal hemorrhage.¿ comment: ¿the sections show a portion of small bowel with mural thinning associated with near complete mucosal effacement. The villi and underlying lamina propria show ischemic and necrotic changes which are more pronounced in the apical portions of the specimen. The muscular layer of the bowel and the underlying serosa are relatively preserved. Overall, these findings are compatible with the clinical impression of ischemic enteritis.¿ the pathology report dated on (B)(6) 2017 states: ¿gross description: the specimen is received in formalin and consists of a 78.0 cm long and 5.8 cm in circumference portion of small bowel with attached adipose tissue. The serosa is green, smooth and glistening. The bowel wall is 0.1 cm thick. The lumen is filled with green thick fluid. The mucosa is green, glistening, with a primarily flattened pattern. No polyps, masses, or ruptures are grossly identified.¿ ¿microscopic description: histologic sections of all submitted blocks are examined by light microscopy. The microscopic findings, together with the gross findings, support the pathologic diagnosis.¿ blood culture results dated 1/3/17 state: ¿no growth.¿ critical care consultation notes dated on (B)(6) 2017 state: ¿reason for consultation: septic shock, mechanical ventilation dependent respiratory failure.¿ ¿wound care services: abthera vac in place at the mid abdomen. No ostomy. Sbar with prim rn, no other skin issues. Following as needed.¿ plan of care record dated on (B)(6) 2017 states: ¿wound vac obtaining large amounts of serosanguinous drainage. Will continue to monitor.¿ hospitalist progress notes dated on (B)(6) 2017 state: ¿physical examination, abdominal: firm mildly distended no bowel tones.¿ ¿central surgical wound with wound vac in place.¿ microbiology results: ¿culture, wound smear: gram stain ¿ abundant neutrophils. No squamous epithelial cells. No organisms seen.¿ culture, blood: ¿pending.¿ assessment/plan: ¿continue IV antibiotics, wound care per surgery.¿ acute care surgery progress note dated on (B)(6) 17 states: ¿interval (24 hour) history: the patient was seen and examined and the chart was reviewed. The patient has remained hemodynamically unstable despite some interaction with staff. Pain is difficult to control as she becomes tachypneic and slightly agitated which increases sedation demands and an immediate need for enhanced presser support. Potassium 6.2 last night requiring urgent cwh. She remains anuric. Transaminases are dramatically increased from global visceral hypoperfusion. Underlying etiology is still not clear. Whether this was underlying chronic intestinal marginal perfusion unmasked with surgical stress or the rectus sheath hematoma created a relative compartment syndrome with exacerbation of the same marginal flow is not clear. There is no obvious infection or intestinal injury creating a septic nightmare. Yet she has not shown significant improvement with an open abdomen and resection of the suspicious jejunal limb.¿ physical exam, abdominal: ¿soft. Serosanguinous vac o/p.¿ procedure notes dated on (B)(6) 2017 indicate the patient underwent cardiopulmonary resuscitation (CPR) on (B)(6) 2016. Pre-procedure/post-procedure diagnoses: ¿1. Asystole. 2. Septic shock.¿ the records state: ¿59-year-old critically ill female with septic shock from ischemic enteritis resulting acute renal failure, acute liver failure with hypoglycemia and acute respiratory failure now intubated. The patient became more hypotensive through the evening requiring 3 pressors. In addition she began to develop bradycardia. She apparently was following commands earlier that day but was now unresponsive even off all sedating medications. Abg with ph 7.28/pco2 41/po2 67/02 sat 90%. EKG demonstrated a new left bundle branch block and she was found to have an elevated troponin at 2.2 consistent with an acute ml. In addition, because of her acute liver injury she was found to have increasing coagulopathy with inr 5.0 and increased ammonia level at 97. She also had significant bruising and anemia with new onset bright red blood out of her nasogastric tube. Blood was ordered and pending. Her pressors were adjusted with improvement in her heart rate.¿ on (B)(6) 2017 records continue: ¿a stat head CT was ordered to evaluate for possible cerebral hemorrhage but prior to taking her there she developed asystole. CPR was initiated and she received a 1 mg bolus of epinephrine in addition to chest compressions and bag valve mask ventilation. Within 5 minutes the patient's husband was at the bedside and felt that his wife would no longer want continued aggressive medical care and he requested that CPR be stopped. This was felt to be reasonable given the patient's extremely poor prognosis.¿ disposition: ¿died after 5 minutes of CPR.¿ general surgery death summary records dated on (B)(6) 2017 indicate primary discharge diagnosis: ¿septic shock.¿ secondary discharge diagnoses: ¿acute liver failure with hepatic coma. Acute non-st elevation myocardial infarction (nstemi). Coagulopathy. Postoperative respiratory failure. Acute renal failure (arf). Infected prosthetic mesh of abdominal wall. Htn (hypertension). Chronic anticoagulation. Anemia. Acute ischemic enteritis. History of mitral valve replacement with mechanical valve.¿ the records dated on (B)(6) 2017 state: ¿[the patient was] admitted for removal of infected mesh and redo incisional hernia repair which went well. The morning of 1/2 she was examined and felt well with a soft abdomen. During the day she developed some worsening abdominal pain and bloating with a rapidly progressive septic like picture. She was transferred to the ICU and pressors started to maintain bp. She rapidly required very high dose pressor support and had a rising lactic acid so was taken to surgery that afternoon for laparotomy. All of the gut was a bit dusky consistent with pan-hypoperfusion but there was one segment of jejunum which had infarcted and this was removed. She continued to decline requiring high dose pressors, dialysis and hepatic support for mutisystem organ failure. Despite all aggressive efforts, she expired on 1/3.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H10/11= h6: code 4316 (appropriate term/code not available): is being used for "duplicate complaint" see manufacturing report # 2017233-2019-00837.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: a pathology report dated 1/3/2017 for a specimen collected 12/30/2016 states: ¿specimen(s) received: small bowel resection, simple. Clinical indication: sepsis, internal hemorrhage. ¿ ¿gross description: the specimen labeled and designated "[patient name] distal jejunum" is received in formalin and consists of a 78.0 cm long and 5.8 cm in circumference portion of small bowel with attached adipose tissue. The serosa is green, smooth and glistening. The bowel wall is 0.1 cm thick. The lumen is filled with green thick fluid. The mucosa is green, glistening, with a primarily flattened pattern. No polyps, masses, or ruptures are grossly identified. Representative sections are submitted in (al-a3) with representative sections of the margins in al.¿ ¿microscopic description: histologic sections of all submitted blocks are examined by light microscopy. The microscopic findings, together with the gross findings, support the pathologic diagnosis.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: corrected date to medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: a pathology report dated (B)(6) 2017 regarding a specimen collected (B)(6) 2017 states: ¿specimen(s) received: small bowel resection, simple.¿ ¿diagnosis: jejunum, distal, segmental resection: portion of small bowel with findings compatible with hypoxic ischemic injury.¿ ¿clinical indication: sepsis, internal hemorrhage.¿ comment: ¿the sections show a portion of small bowel with mural thinning associated with near complete mucosal effacement. The villi and underlying lamina propria show ischemic and necrotic changes which are more pronounced in the apical portions of the specimen. The muscular layer of the bowel and the underlying serosa are relatively preserved. Overall, these findings are compatible with the clinical impression of ischemic enteritis.¿ the pathology report dated (B)(6) 2017 states: ¿gross description: the specimen. Is received in formalin and consists of a 78.0 cm long and 5.8 cm in circumference portion of small bowel with attached adipose tissue. The serosa is green, smooth and glistening. The bowel wall is 0.1 cm thick. The lumen is filled with green thick fluid. The mucosa is green, glistening, with a primarily flattened pattern. No polyps, masses, or ruptures are grossly identified.¿ ¿microscopic description: histologic sections of all submitted blocks are examined by light microscopy. The microscopic findings, together with the gross findings, support the pathologic diagnosis.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Previous patient codes (1690, 3191: used for "mesh separation") were reported based on the original complaint and are no longer applicable per gore¿s investigation. H10/11: updated final codes. Conclusion code 4316: appropriate term/code not available used for "withdrawn complaint" this claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. Through gore's investigation we confirmed the device was not a gore device. No further investigation is required at this time. This event will be closed as no problem detected.

Manufacturer narrative:
Previous MFR report #2017233-2019-00118 was sent in error. This is the corrected report. H6: appropriate term/code not available is being used for "withdrawn complaint.¿ confirmed with outside psg that on october 4, 2019 the claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. This event will be closed.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent a type unknown hernia repair on an unknown date, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh separation, removal of mesh, infection, abdominal wall abscess, additional surgery. Additional event specific information was not provided.